Event description:
Caller reported that a cartridge leaked insulin from the o-ring. There was no adverse impact to the customer's blood glucose level. Caller changed the cartridge and successfully resumed insulin therapy.